Manufacturer narrative:
Device evaluation summary: the proximal stent wraps were positioned correctly at the proximal marker band, but due to stretching of the middle and distal section of the stent, the stent was stretched over the distal marker band. Deformation was evident from the 1st to the 26th distal stent wraps with struts raised and stretched. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No guidewire was returned with the device. A 0.014 inch guidewire was backloaded through the distal tip, with no resistance encountered. The balloon was inflated to nominal pressure and the stent was deployed. The balloon was then deflated, and the guidewire was removed successfully, no resistance encountered. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 80% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the 2.75x34mm resolute onyx stent could not pass a previously deployed stent and that stent deformation occurred in vivo during positioning/advancement. Following removal of the device from the patient there were difficulties encountered removing the device from the guide wire. It is reported that another stent was used to complete the procedure. The patient is reported as alive with no injury.